Event description:
It was reported that the patient had a seizure and the health care provider (hcp) did x-rays to check the catheter. The distal segment catheter was found to have migrated out of the intrathecal space and was coiled up near the catheter entry point. The hcp was not sure if the seizure was related to the dislodged catheter and loss of therapy or not. Subsequently, the catheter was replaced. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial #(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).